Event description:
It was reported that the patient experienced dizziness. A remote transmission revealed there was non-sustained ventricular tachycardia (nsvt), and t-wave oversensing (twos) following ventricular paced beats. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. A remote transmission revealed there was non-sustained ventricular tachycardia (nsvt), and t-wave oversensing (twos) following ventricular paced beats. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.